Event description:
It was reported by a customer complaint that the patient was treated by paramedics due to an incident of low blood glucose. The reporter stated that in 2007, at 6pm the patients blood glucose at supper was 88mg/dl for which 7.5u insulin were given. At 8pm patients wife found him unresponsive on the couch with a blood glucose of 31. When the paramedics arrived the patient's blood glucose was 89mg/dl as he had consumed some apple juice before they arrived, the paramedics treated the patient at the scene. There were no indications that the pump was not working correctly. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.